Manufacturer narrative:
Investigation conclusion: the customer¿s reported complaint of the returned pump shutting off while infusing total parental nutrition and under infusing was not confirmed after review of the logs or during testing. Based on the logs, in the afternoon of 19 dec 2020, the source pump module was confirmed infusing tpn central (drug ID 283). At 3:24 pm, the infusion completed (kvo) and a few minutes later the user added an additional 100mls and started. The infusion continued to infuse until the user opened the door approximately a minute later, producing a door open alarm. Seconds later, the user removed the set from the pump and closed the door, exhibiting a ¿check IV set¿ alarm. At 6:13 pm, the user channeled off the pump and the system powered down. There was no evidence identified in the logs to indicate an under infusion of tpn occurred. The logs also identified concomitant syringe module s/n 15809411 with a ¿channel disconnected¿ alarm on 19 dec 2020 at 6:12:46 pm. However, it is not known if the user intended to remove the device from the system during the active infusion. Results from a timed rate accuracy test performed on the source device, consisting of a one hour rate accuracy test and a function test confirmed the pump module is within specification and operating as intended. The root cause of the customer¿s experience with the pump module shutting off unexpectedly and under infusing was not determined. The root cause of the channel disconnected alarm was not determine since the device was not returned for this investigation. Device history review: a review of the device history record showed the device had a manufacture date of 12/23/2019. The review was performed beginning from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise was performed for the (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the module unexpectedly shut off while infusing total parental nutrition (tpn) without an alarm. The "pump was and had ben plugged in prior to shutting off." The pump was off for about 20 minutes. All the other modules were still infusing. The patient's glucose "dropped to 28" before the nurse discovered that the pump shut off. Due to the event, the patient received dextrose 10% bolus to treat hypoglycemia. The event occurred in the neonatal intensive care unit (nicu). The customer stated no further information is available.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, patient demographics not provided.

Event description:
It was reported that the module unexpectedly shut off while infusing total parental nutrition (tpn) without an alarm. The "pump was and had ben plugged in prior to shutting off." The pump was off for about 20 minutes. All the other modules were still infusing. The patient's glucose "dropped to 28" before the nurse discovered that the pump shut off. Due to the event, the patient received d10 bolus to treat hypoglycemia. The event occurred in the neonatal intensive care unit (nicu). The customer stated no further information is available.